Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -9.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). Conclusion code: review of the file indicates that the lens was not implanted in accordance with the dfu requirements, anterior endothelium chamber depth below 3.0mm for vicl/vticl. Device evaluation: product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residuedebris on product. Visual inspection found no visible damage to lens. (B)(4).